Event description:
It was reported that a patient with recent xr implant (surgery (B)(6) 2018) returned with complaints of knee pain. Upon x-ray review with doctor, it appeared that the patient's patella has rotated vertically. Doctor mentioned that he believed the incident and lack of patella tracking to be associated with the xr tibial baseplate, although he was not sure. The patient has been scheduled to have their patella resurfaced, original primary xr tka components are not planned to be replaced as there was no mention of issues with the components themselves being faulty.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.